Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 11-163678, item name: m2a head, lot #: 902310. Item number: 10-104048, item name: m2a shell, lot #: 224330. Item number: 103531, item name: low profile screw, lot #: 621040. Item number: 103531, item name: low profile screw, lot #: 913230. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03809.

Event description:
It was reported patient underwent hip revision approximately ten years post-implantation due to presence of a pseudotumor. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item number: unknown; item name: unknown stem; lot# unknown. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed no visible damage to the liner aside from use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.